Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID 3487a-45, lot# j0417899v, implanted: (B)(6) 2004, product type: lead. Product ID 3487a-45, lot# j0417899v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer reported a loss of stimulation and no stimulation. It was noted the patient needed an adjustment because the patient did not have one in a long time. The patient was only getting relief on the right side and no therapy on the left side which started on the day prior to the report. On the day of the report, the therapy stopped working and was not on, but the patient programmer showed therapy was on. There were no traumas or falls that could have been related to this issue. No code messages or letters were shown on the patient programmer. Relevant medical history included multiple back operations. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.